Manufacturer narrative:
Correction: g2.

Event description:
It was reported that the 8120 patient controlled anesthesia (pca) pump module failed plunger force calibration. While doing calibration, a clicking sound was heard as more pressure was added. Facility biomed was informed that the spilt nut was stripped and that the device needed to be repaired. There was no patient involvement.

Manufacturer narrative:
The reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of module failing plunger force calibration. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - housing assembly. A review of the device history record showed the device had a manufacture date of 30 jul 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the 8120 patient controlled anesthesia (pca) pump module failed plunger force calibration. While doing calibration, a clicking sound was heard as more pressure was added. Facility biomed was informed that the spilt nut was stripped and that the device needed to be repaired. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Caller has an 8110 module failing plunger force calibration. Npi.